Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working. Two weeks later, a surgical procedure was performed, during which a hole in the reservoir and fluid leakage through the hole were identified. The cause of the hole was not detailed by the hospital. A new reservoir was implanted, but the original reservoir was not removed. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cylinders/pump is (B)(4).